Event description:
It was reported that during an oral surgery while cutting the mandible, the blade broke at the joint between the blade and the shank. It was further reported that there were no adverse consequences as a result of this event. It was also reported that there was no delay and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval; it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.